Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump safety clamp did not engage. Upon assessment a crack was noted on the white flange that holds the tubing in place. There was patient involvement but no harm.

Event description:
It was reported the pump safety clamp did not engage. Upon assessment a crack was noted on the white flange that holds the tubing in place. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report for the pump safety clamp not engaging was not replicated through laboratory testing or identified through a review of the logs. However, a probable cause could be attributed to the cracked sear observed on the suspect pump module. The use of no safe to use cleaners used by the facility on the cleaning process for the devices could be a probable root cause for the crack observed on the pump module sear. On 27 march 2025 at 2:11 am the unit was selected; an infusion was programmed with a rate = 75 ml/hr and a volume to be infused (vtbi) = 50 ml, the infusion was started. Six (6) minutes later the infusion was paused, the unit was selected, and an infusion with a rate = 150 ml/hr and a vtbi = 23.33 ml was started. At 2:18 am the unit was selected and an infusion with a rate = 150 ml/hr and a vtbi = 500 ml was programmed. Ten (10) minutes later the unit was selected, and the user changed the rate = 250 ml/hr, then the infusion was started. At 3:48 am the unit was selected, the devices alarmed for operator walkaway, then an infusion with a rate = 250 ml/hr and a vtbi = 50 ml was started. At 4:02 am the pump module was channeled off. The bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alaris system. Use of unapproved chemicals or methods can result in damage to the bd alaris¿ system or incorrect device operation. Do not use the following chemicals: acetone, ammonia, aromatic solvents (examples: benzene, naphtha, paint thinner, toluene, xylene), chlorhexidine gluconate (chg), chlorinated solvents (example: trichloroethane), diethyleneglycol monobutyl ether, ethylene glycol monobutyl ether/2-butoxyethanol/butyl cellosolve¿ solvent, methyl ethyl ketone (mek), nonhealthcare-grade solvents and solutions. Quaternary ammonium chloride-based compounds (examples: dipropylene glycol n-propyl ether n-alkyl [c12-18], dimethyl benzyl ammonium chloride, n-alkyl [c12-14] dimethyl ethylbenzyl ammonium chloride), solutions containing phosphoric acid (example: foamy q & a®), undiluted alcohol, use of unapproved disinfectants can result in incorrect device operation. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center. Device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace sear. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause for the reported safety clamp not engaging was not replicated during laboratory testing or through a review of the logs. However, a probable cause could be attributed to the cracked sear observed on the suspect pump module. The use of no safe to use cleaners used by the facility on the cleaning process for the devices could be a probable root cause for the crack observed on the pump module sear. Note that this report lists imdrf annex a0401, a1801, a040502, a040601, g04067, g02017, g0405206, c07, c23, c0601, d01, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.